Manufacturer narrative:
Alleged failure: electrical issue and the ground in the power outlet was melted. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to issues with the power outlet, or the power cord being used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were electrical issue and the ground in the power outlet was melted. Hence it is a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were electrical issue and the ground in the power outlet was melted. Hence it is a thermal event.